Event description:
It was reported that the patient was feeling nausea and chest pain. The remote transmission indicated that there was intermittent ventricular oversensing and noise on the recorded strips of the implantable cardiac monitor. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).